Event description:
Rn noted that pt had low urine output and dehydration (previously well hydrated with good output). Pt occlusion alarm alerted rn that peripheral intravenous line had clotted. No sign of infiltration, pt has hemophilia (would not expect spontaneous clot). Blue ball in drip chamber was noted to have risen to top, suspected non-infusion times 3 plus hours. Rate of fluid: 16cc/hr of dextrose 10, .25 normal saline with potassium chloride. Pt required central line placement to rehydrate.